Event description:
It was reported during in clinic follow up that the pacemaker wound site had opened. The device was explanted and the patient was stable. There was no allegation that wound dehiscence or potential infection was related to the pacemaker system or a system-related procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.